Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-jul-2019 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During investigation, all of the keypad buttons were responsive and sprang back when pressed. No unresponsive or intermittent buttons were found. The keypad was removed and no evidence of contamination or damage was found under button contacts. Unrelated to the original complaint, investigation revealed dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.